Event description:
The device was returned to the service ctr with a report from the customer contact of a s320 (homing timeout, left) malfunction alarm code. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code.

Manufacturer narrative:
During testing, using a test device the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code which could not be cleared and the device was inoperable. Further testing found that the rtv was still intact to the motor; however, fluid spillage was found on the bottom of the mechanism case. The probable cause of the s321 was due to a broken mr2 motor. The customer contact's report of s320 (homing timeout, left) on startup was duplicated during testing. This report represents all the info known by the reporter upon query by hospira personnel.